Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "it was identified by the nursing staff that the double lumen central venous catheter had a leak in the connection when infusion of serum and other medications was performed. The catheter in question was removed and a peripheral venous access was punctured."

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "it was identified by the nursing staff that the double lumen central venous catheter had a leak in the connection when infusion of serum and other medications was performed. The catheter in question was removed and a peripheral venous access was punctured."